Event description:
It was reported that the device is defective.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the processor pca, battery and power supply. Upon conclusion of the evaluation, it was determined that the processor pca, battery and power supply required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.